Event description:
The customer contact reported a nondelivery. On an unspecified date, the device was returned to the biomedical department with an unsigned note that stated, "instead of dispensing medication to the patient, it was going to the collection bag." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. In 2006 during testing at the user facility, it was noted that the pump delivered fluid to the collection bag instead of to the patient line. No audible alarm tone was noted. Though requested, no additional information was provided.